Event description:
During the evaluation of a returned homechoice machine, three increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2012 at 18:06:07. During night drain cycle two, the patient's ultrafiltration reading was 2911ml, indicating the home patient (hp) drained 2911ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria." No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, inappropriate bypass of the drain, not including I-drain. A review of the following labeling was performed: homechoice apd systems patient at-home guide describes the procedure for bypassing a low drain volume alarm. If any additional information is received, a follow-up will be sent.